Manufacturer narrative:
The device was manufactured on 12/28/1979 and has no repair history at zimmer surgical since july 2011. Investigation revealed the cutter and side plates were gouged. The roller was worn. Prior to repair, the test mesh did not pass. The device was outside calibration specifications on the left and right side. Repair of the device included replacement of the cutter, roller, side plate and screws and the lubrication of the ratchet. The reported event was confirmed and was most likely due to the damage to the cutter and lack of calibration of the device due to lack of preventative maintenance. It should also be noted, per the instructions for use, "the expected longevity of the meshgraft ii tissue expansion system is ten years. Zimmer recommends that units over this age should be replaced because they have exceeded their normal useful life." The device was repaired and returned to the customer.

Event description:
It was initially reported that the graft harvest was torn and unusable. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.